Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening curved on posterior and white particles inner device leak test and microscopic analysis was performed which identified: opening crease smooth on posterior, observed what appears to be like crater appearance on shell surface and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening.

Event description:
Device has been explanted.